Event description:
The home patient (hp) reported incident of minicap fall off. The hp noted moisture on skin when minicap was found on the floor. The hp notified his dialysis center and received a transfer set change. No patient injury or medical intervention per the health care professional.